Event description:
It was reported that since implant, a patient had an uncomfortable shocking sensation in his left testicle. He turned stimulation down, but he always had a steady throbbing there. The patient hadn¿t had any falls, accidents, or traumas to the area. His retention issues were never really under control since implant, but currently they were getting worse. At times, he leaked without any control. Sometimes he could go six hours without urinating and other times if he got the chills, he urinated. The patient¿s parkinson¿s was causing his urinary issues. Since implant, stimulation had been inconsistent and either it worked or it didn¿t. The patient thought the device helped him, but his caregiver didn¿t really think so. Currently the device was on program 3 at 5.1 volts. The patient was assisted in increasing stimulation to 5.1 volts and stimulation was comfortable both standing and sitting. He could still feel stimulation in his testicle, but it was not painful. Four days later, the patient was still having testicle pain on the left side. It was good for a few days, but then stimulation felt too strong. Stimulation was set on 5.0 volts and was decreased to 4.2 volts. He could feel stimulation and it wasn¿t painful. He planned to contact the manufacturer in a couple of days if the testicular pain returned. About a week later, the patient reported that the device was still not effective or working. He had a bad day and was dripping ¿on the hour.¿ the device was still on program 3 at 4.2 volts and it seems as though whatever the patient did, nothing mattered. The patient noted only using one program but the caregiver said they¿d tried all of the programs. The patient previously met someone for reprogramming. It was determined that stimulation had been turned off, the patient could not increase stimulation, and no lightning bolt could be seen in the upper left corner of the patient programmer. The patient changed to program 2 at 6.0 volts and could not feel stimulation. He changed to program 1 at 5.0 volts and could feel stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0gul8, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with his device or therapy but had not sought further help.